Event description:
It was reported that during the procedure, the reduction sleeve fractured while distracting. No broken pieces were retained by the patient and an alternate device was used to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed the device is fractured along the shaft of the device. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. A definitive root cause cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure, the reduction sleeve fractured while distracting. No broken pieces were retained by the patient and an alternate device was used to complete the case. There were no reported patient impacts or surgical delays.